Event description:
It has been reported to philips that fluoroscopy was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was used during the planned treatment/non-emergency treatment and the treatment/non-emergency treatment was delayed due to aborted procedure. The field service engineer (fse) inspected the system onsite and confirmed fluoroscopy was not possible. Upon functional testing, philips engineer found that the fuse fixation clamp loose in miu of lateral generator. To resolve this issue, fse retighten fuse in miu. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.